Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 16 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed rusty brown stools on (B)(6) 2018. It was associated with an approximately 1 g/dl decrease in hemoglobin, for which the patient received 1 unit of packed red blood cells (prbcs). The patient was held on heparin and warfarin. Later, the patient had bright red blood per rectum with clots, soaking through 2 chuck pads overnight. Vital signs and hemoglobin have remained stable. Nursing reports continued to show hematochezia with bright red blood and clots, estimating 5 bms on (B)(6) 2018. On (B)(6) 2018, colonoscopy showed approximately 505 circumferential, mainly posterior wall non-bleeding ulcerated mucosa was present in the rectum. There was no endoscopic evidence of bleeding in the entire colon. No additional information was provided.